Event description:
It was reported by the perfusionist to the manufacturer that while the patient was being transported, the ac power adapter cable to the driver was pulled tight and the connector broke and shorted the two pins together. At this time the driver emitted smoke. The patient was switched to a back up driver without further incident.

Manufacturer narrative:
The device was returned to the manufacturer and evaluated. The failure investigation revealed that the driver was operating properly until a power up event if recorded in the log files, indicating the driver had stopped. The device was functionally tested, first on battery and it functioned as intended. The driver was then tested using the ac power adapter, and the driver immediately stopped pumping; several trails with the adapter resulted in the same effect. Subsequently, the installed controller board was further evaluated revealing that the event was due to an electrically damaged controller board. Specifically, two of the board transistors were damaged causing the driver to fail. A trend analysis was performed and no trends were identified. A review of the device history record revealed the device met all applicable quality assurance specifications upon shipment. The event was confirmed to be the result of damaged components on the ac power adapter pcb board. No further information is available the manufacturer is closing its file on this event.